Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and reportedly the customer was not performing the air removal step correctly. Tts informed customer that not performing the air removal step correctly is off label per the tandem user guide. Customer successfully resumed insulin delivery. Customers blood glucose ranged between 140 to 300 mg/dl range.